Event description:
The customer reported "boot display heart rate¿. The customer was unable to provide additional detail. We are considering this to be an issue where the heart rate was being shown on the display incorrectly. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.